Event description:
It was reported that the robotic assisted saw interface device (sasi) right consignment tray was holding the saw piece loosely and causing the saw to cut out during operations when used with the robotic assisted satellite station device. It was reported that this was impacting the patient results, as the cuts were inaccurate. It was reported that the surgeon needed to recut the bone until accurate. There were no adverse patient consequences, or surgical delay. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.